Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision, excision of sutures, and a hysterectomy on (B)(6) 2012 due to recurrent uterovaginal prolapse, pelvic pain and mesh erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and dilation and curettage.

Manufacturer narrative:
It was reported that following insertion the patient experienced painful urination. It was reported that patient concurrently underwent anterior colporrhaphy.

Event description:
It was reported that following insertion the patient experienced painful urination. It was reported that patient concurrently underwent anterior colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, atrophic vaginitis, burning sensation and frequency. It was reported that patient underwent mesh removal, exploratory laparotomy, lysis of adhesions, bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to voiding dysfunction.